Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred when the customer attempted to load a new cartridge. The customer had not tested blood glucose level at the time of the reported event. There was no reported impact to the customer's blood glucose level. Customer indicated that their health care provider would be consulted to obtain back up therapy.